Event description:
This pulse oximeter (ox) has a very weak alarm when the finger sensor falls off. It gives a low tone beep and then gives a single beep about every 15 seconds. In no way indicating that it may be urgent. Manufacturer response for pulse oximeter, nellcor (per site reporter). That is just the way it works.